Event description:
Literature: gould jc, dholakia c. Robotic implantation of gastric electrical simulation electrodes for gastroparesis. Surg endosc. 2009; 23(3): 508-512. Summary: the objective of this study is to determine whether robotic surgical systems may provide surgeons with several technical and ergonomic advantages during the implant procedure, compared to a standard laparoscopic approach. Over a 26 month period, patients were implanted laparoscopically (total n = 30 leads, 2/patient), and some patients implanted robotically using the davinci surgical robotic system (total n = 14 leads, 2/patient). Mucosal perforation were observed in both surgical groups, with the majority of perforation observed in the laparoscopically implanted group. It was reported that the patient experienced a 1st-pass perforation (mucosal perforation on first attempt at electrode placement) during laparoscopic placement of electrodes. No perioperative complications including infections were noted. See manufacturer report number: 2182207200902689.